Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511 sd the blade would not activate. The red button would not stay down. They pull another to complete the case. There was no consequence to the pt.